Event description:
Pt had a shoulder arthrodesis done in 1992. He has lost a great deal of weight since this time. He has pressure over the underlying a blade plate on the spine of the scapula and now has an area of skin breakdown there. Admitted for removal.